Event description:
It was reported that the pt had surgery for vns generator replacement due to prophylactic replacement and migration. It is unk if the pt manipulated the generator. It was noted that the physician chose to replace the generator as he was afraid the migration would pull on the vns lead. No device failure is suspected. Attempts for further info and return of the explanted generator are in progress.